Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer would have to press the wake button multiple times for it to respond. Customer reported a blood glucose level of 110 (mg/dl). During troubleshooting with tandem technical support, the customer pressed the wake button a few more times and the pump begun to function as intended.